Manufacturer narrative:
Date of event of infection was reported as may 12, 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on may 2, 2018 for an advanced evaluation (ae) for urinary frequency. It was reported that the trial patient was not feeling well at all and was going to see their doctor right now. Follow up information received from the patient on may 12, 2018 reported that they had not been tracking their symptoms because they were not feeling well. The patient stated that they patient had an infection but was not taking any antibiotics. Further follow up information received on may 13, 2018 from the patient reported that the patient was getting over the flu. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked about further actions/interventions taken to resolve the patient's infection, the hcp said there was no issue because an infection was not observed. No further patient complications have been reported as a result of this event.